Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
During a visual inspection by the distributor of these leads, a foreign material was found inside the sterile tray. The product was therefore, not distributed to the final customer.

Event description:
During a visual inspection by the distributor of these leads, a foreign material was found inside the sterile tray. The product was therefore, not distributed to the final customer.

Manufacturer narrative:
(B)(4).